Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073836.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of fever was noted. The physician believed that the infection was not device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.